Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable and an open pulse wire between ECG a and the front therapy electrode. The root cause for the open wires was excessive force. No adverse events occurred as a result of the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.